Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.